Event description:
Dealer states he had an e1, e9, and e200 fault code. He states he wants a new joystick. Spoke with dealer about the actual problems with the chair and he states it changes modes all on it's own. He states drive one is driving, drive 4 is seating. He states it's changing from driving and it skips over drive 2&3. He states he did not witness this problem himself. He states when it went to drive 4 the seating would not work. If he puts it into seating on his own the tilt works fine.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.